Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a radial tear requiring a vitrectomy following laser as sited cataract surgery. Additional information received states that the anterior capsule blew out sub-incisionally. The patient had an anterior vitrectomy with lens change.

Manufacturer narrative:
The company representative visited the site and evaluated the system due to the reported event. The system was tested and verified to meet specifications. Femtosecond lasers fire perforating pulses to perform capsulotomies. It is possible that these perforations can lead to a weakening of the capsule and result in unexpected tears. However, ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Based on quality assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)